Event description:
Medics responding on a call, pt condition not reported. Reportedly, while pacing the pt, pacing would intermittently stop. The device operator found that if the therapy cable was held in at the connector the device would continue to pace. There were no reported adverse affects to the pt as a result of device operation.